Manufacturer narrative:
Additional information was received on (B)(6) 2019 indicating that no patient was involved in this event. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and showed that "cassette latch was closed, info alarm: standard admin set latched, system fault and power down" were recorded in history. During analysis, the reported ec41625 error was duplicated. When priming the pump, the unit immediately went into this alarm state. In manufacturing utility (mu) mode, the motor sounded fine and passed the motor test. After restarting the pump, it operated in stop mode for several minutes and then alarmed again. Opening the pump revealed ingression around the chassis and corrosion and residue on the main board. Service will replace the main board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed error code 41625 after applying cassette. No adverse effects were reported.